Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they went to emergency room then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 300- 400 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that insulin pump received insulin flow block alarm and center button of insulin pump was cracked and also noticed that cannula was bent. It was unknown that customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. The test guardian link communicates properly to the device noted. No unexpected calibration not accepted alert or change sensor alert noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.(B)(4).